Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Since the serial number of the subject device is unknown, the manufacture date cannot be confirmed. Although follow-ups have been conducted, there has been no response from the customer. It is likely the phenomena occurred because the user made a connection to the subject device without sufficiently drying the electrical contacts of the video connector, or the user cleaned the video connector socket, causing poor electrical contacts. Another likelihood is the user used the device in a state where foreign substances (such as dust, dirt, and/or chemical liquid residue) adhered on the electrical contacts of the video connector. From these factors, it is likely the connection between the endoscope and the video processor was unstable, causing the b30 and e216 errors. If dust or dirt is attached to the electrical contacts, the communication between the video processor and the endoscope becomes unstable, and a scope communication error (b30) occurs. Communication is successful at startup, however, if a period of communication interruptions occur afterwards, a scope communication error (e216) occurs. However, per the legal manufacturer, the e216 error has no potential to cause or contribute to death or serious injury if it were to recur, and is not a reportable malfunction. Regarding the drying of electrical contacts, the following is described in the instruction manual: "make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear".

Manufacturer narrative:
The olympus representative was unable to troubleshoot the device since there was no access to the equipment. The troubleshooting steps for a b30 error were sent to the customer. Olympus has attempted to obtain additional information regarding the reported issue. If additional information is obtained a supplemental report will be filed.

Event description:
An olympus sales representative reported that a user facility was experiencing a b30 error on a video system center during a procedure. No patient harm or injury was reported. No additional information has been obtained.